Event description:
It was reported that the right ventricular lead had consistently elevated over sensing since implanted. Oversensing could not be reproduced with isometrics or pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.